Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited inadequate high voltage output due to inappropriate programming. The patient experienced ventricular tachycardia and no therapy was delivered. The ventricular tachycardia spontaneously terminated. It was noted that the patient underwent ventricular tachycardia ablation at the time. The patient continued to experience ventricular tachycardia but the device successfully delivered therapy.